Event description:
It was reported that the filter had been observed to leak a substance suspected to be chemotherapy. The issue had been identified by the presence of two white circles at the top of the filter. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. As no lot number was provided, no review of device records could be conducted. Based on the results of the investigation, the reported complaint could not be confirmed. The device filter and hose were replaced as a preventative measure.